Event description:
It was reported the patient¿s family practice physician believed the implantable neurostimulator (ins) was no longer working. It was reported the physician thought the ins was not operational due to patient compliance issues. It was further stated the physician did not know when the ins ceased to function, if it was truly not working.

Manufacturer narrative:
Concomitant: product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID 3998, lot# v003739, implanted: 2006-(B)(6), product type lead. (B)(4).